Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. The field representative (rep) requested more product information from boston scientific technical services (ts). Ts educated rep on product information. No patient adverse effects were reported.